Event description:
It was reported the same day the patient had open heart surgery, there were several low impedance counts measured. The lead was tested and all results are within normal range. The lead remains in use and will be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.